Event description:
It was reported that the unit displayed an error and stopped pumping while being used on a pt. Hand-cranking was performed until the device was replaced. No reported pt effect. (B)(4). MFR report number 8010762-2014-00121.